Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 03/05/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle? The issue was found when opening the package. Was the needle piece removed from the patient during the same procedure? See above. No further information will be provided.

Event description:
It was reported the patient underwent an unknown procedure on unknown date and the suture was used. During surgery; when opening the package, it was found that the suture had been detached from the needle. It was a control release needle. There were no patient consequences reported.